Event description:
This spontaneous med device incident report from an operator at the (B)(6) in (B)(6) involves a stem of cylinder linde integrated valve (liv) manufactured by (B)(4). On (B)(6) 2015 at 1425 at the (B)(6), med 'me36' oxygen aluminum cylinders were being filled on a rack when the stem of a cylinder liv failed at a pressure of 120 bar. Valve fragments were expelled in the area there was neither property damage nor injury to operators. The operator was away from the filling rack at the moment of the incident and proceeded to shut down the operation after the sound associated with the unexpected pressure release. The cylinder and valve were immediately collected for further investigation and material analysis. A recall has been initiated by the plant. This case is linked to (B)(4) due to similar incidents from the same batch. Due to the similarity of failure mechanism and the same location these incidents are subject to a common investigation and will be managed as a single (B)(4). Cylinder brand: (B)(4), 5 liters (portable type). Valve brand and reference: liv valve (B)(4) reference liv linde diss 0,750-16unf maxiflow, both equipment suitable for filling at 200 bar. Risks: the detachment of the valve might hit other cylinders or valves causing an ignition after spark generation. The sudden release of pressure and consequent expel of the valve can impact operators or third parties, damage equipment or infrastructure. Additional info is expected.

Manufacturer narrative:
Report from (B)(6); cylinder neck broken, unclear whether there possibly could be a device defect or if it is associated to external forces. Investigation ongoing. Device incident, no pt/human harm.